Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during an erbd (endoscopic retrograde biliary drainage) procedure in the common bile duct of a pt. During the attempt to retract the guide catheter for stent deployment, the guide catheter became stretched. The guide catheter was stretched slowly and the stent was successfully deployed. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however, the investigation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).